Manufacturer narrative:
Following our receipt of one returned transmitter, performed visual inspection and found no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / corrosion were noted at connector visual inspection. Unit was able to charge properly 4.13 v. After removing the device from the charger, the green led flashed properly. After the test plug was installed, the led flashed properly. In summary, the customer complaint about communication loss was not confirmed. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unit passed charge test holding 4.13 v after accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the transmitter was disconnected. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for loss of communication between insulin pump and transmitter and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. Pump was in the process of making multiple attempts to re-establish communication with the transmitter but it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. Mmt-7841zn was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.